Event description:
It was reported that the patient had no stimulation sensation. The patient just noticed that the stimulator was not working this morning and they started to feel pain. It was noted that the patient¿s device was implanted for pain reduction. The patient tried to increase the level of stimulation and increased from 0.70 amp to 3.0 amp and they were not feeling stimulation. It was reported that the patient stopped feeling stimulation today and they had no falls or trauma. The old lead was used when their battery was replaced and the battery was replaced due to battery longevity. It was stated that the patient turned the stimulation off at night. It was noted that the patient confirmed that the device was turned on and increased and felt no stimulation. The patient turned the stimulation back down and would contact their health care provider (hcp) to have their device checked.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# j0320047v, implanted: (B)(6) 2003, product type: lead; product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).